Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure, treating a lesion in the heavily calcified and tortuous mid left circumflex (cx) artery. Pre-dilatation was performed and a 3.0 x 33 mm xience xpedition was advanced to the target lesion; however, the device was unable to cross. Force was applied and a proximal shaft separation occurred, at a location outside the patient anatomy. During removal of the device, resistance was noted; however, the device was removed without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the device was a 2.5 x 23 mm xience xpedition stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: event description, catalog number, lot number. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance and the difficulty to remove from the anatomy were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that everolimus eluting coronary stent systems, xience xpedition instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgment. The investigation determined the reported shaft separation appears to be related to use error as excessive force was used against resistance. The reported failure to advance and difficulty to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.